Event description:
The patient reported that they were unable to send a successful transmission from their leadless ipg. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.